Event description:
The wheelchair was returned to invacare (B)(4) on (B)(6) 2016. The armpad upholstery has split and the seat upholstery is cracking along the edges. The wheelchair was scrapped. Seat and back upholstery coming apart .

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Seat and back upholstery coming apart .